Event description:
Customer reported that a pyxis anesthesia es system drawer failed to release during a procedure, preventing user access to medication. Patient reported as undergoing a craniotomy procedure. Customer did not disclose the required medication. Customer reported a ten-minute delay. Customer stated drawer was recovered, and the procedure resumed. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system drawer failed to release during a procedure, preventing user access to medication. Patient reported as undergoing a craniotomy procedure. Customer did not disclose the required medication. Customer reported a ten-minute delay. Customer stated drawer was recovered, and the procedure resumed. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service associate evaluated the device and confirmed that the device is operational. The field service associate tested the reported drawer and performed preventative maintenance. Customer confirmed device is operational.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2020 to (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that there were no problems with the drawer. The field service engineer stretched the solenoid spring on drawer 2.1 and 2.2 and verified that the position sensors were proper to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia station es system drawer failed to release during a craniotomy procedure. Customer reported that they managed to recover the drawer after rebooting the system. This malfunction caused a 10-minute delay. Customer did not disclose the required medication. There were no adverse events or injuries reported based on this event.